Event description:
Contact reported that two depuy spine moss miami screws broke 9-months after implant. A revision procedure was performed. As surgical intervention occurred, an MDR is being filed to document this event. (See also report 1526439-2004-00010).